Event description:
Patient receiving hundreds of noise/arrhythmia alarms. Distributor reported patient having a "fit" problem, with the a05 belt being too large and the a04 belt being too tight. Distributor attempted to "customize" fit by using smaller clips on one side of the belt. However, alarms continued.